Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The patient experienced diabetic ketoacidosis (dka) with dizziness and light-headedness. Due to the inaccurate cgm values the insulin pump was not providing enough insulin to the patient causing the patient´s dka. The partner called 911 and an ambulance arrived around 8:30 pm. They took a blood glucose reading which was 472 mg/dl and the cgm reading was 300 mg/dl; and took the patient to the hospital. At the hospital they performed some laboratory tests and treated the patient with IV 0.15% potassium chlorate 0.9 % sodium chlorate ringer insert 1000ml 0.9% myxredlin. At the time of the report the patient recovered but was still in the hospital. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.